Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 482 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection. Customer also reported that the insulin pump had received insulin flow blocked alarm. Customer states insulin exited the tubing. Customer stated that the blood was in the tubing and tape not sticking. Customer reported that they did not receive medical treatment as a result of the site issue. Customer stated that she was hospital because of a medication that caused numbness to her legs and hospitalization was not diabetes related. Troubleshooting was performed. The insulin pump will not be returned for analysis.